Event description:
It was reported that an alert was triggered for right ventricular automatic threshold (rvat) detected as suspended due to low evoked response (ER). Additionally, review of the stored right atrial automatic threshold (raat) electrograms showed right ventricular (rv) loss of capture. Additionally, there are stored non-sustained ventricular tachycardia (nsvt) and supra ventricular tachycardia (svt) episodes showing 1:1 tachycardia, possible sinus tachycardia. Further review is recommended. The system remains in service and the patient has been scheduled for a follow up visit. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the device stored a ventricular tachycardia (vt) episode due to oversensing of atrial signals on the right ventricular (rv) channel. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.